Event description:
The sister of a (B)(6), female, patient, called into zoll customer support to report that her sister's monitor displayed a service code, powered down, then would not power up. Support issued the patient a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt, the monitor was found to have defective components. The flash memory chips (components u102 and u105) were damaged and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.